Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after receiving vibratory patient notification alert, an alert for extended charge time was observed. Patient was noted to be in atrial fibrillation with rapid ventricular response and had a vf episode with several charges. Device was interrogated again in a day and normal charge time was noted. No intervention was performed. Patient was stable and will continue to be monitored.